Event description:
It has been reported to philips that at the time of boot, it goes to the blue screen and black screen and then goes back to the blue screen. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.